Event description:
It was reported that upon post-op review of t11-s1 fusion case, it was discovered that the rod had dislodged from several pedicle screws and a plug had also dislodged. Subsequently, the hardware was removed via revision surgery.patient outcome: no information has been provided at this time.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 5 mdrs filed for the same event (also see 0002242816-2013-00100 / 00104).